Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5114984) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "chronic cough started; chest CT showed pulmonary nooules". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported that they were using a soclean based disinfection device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5114984) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "chronic cough started; chest CT showed pulmonary nodules". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported that they were using a so clean based disinfection device. After the multiple attempts to have the device and components evaluated, the customer responded that they received replacement and sent the old device back. Also, now they could manage their health issues without using CPAP. The manufacturer is submitting an updated report at this time. After device completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.